Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. An irrigation/aspiration (I/a) tip was retained and then returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. However, an I/a tip was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. There was no blockage at the opening port. The reported event was not confirmed. The returned tip was found to functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic irrigation/aspiration tip exhibited aspiration failure. Procedure details was not provided and there was no impact on the patient.